Event description:
Information received notes that one day post implant, the patient "coded" and received "3 or 4 defibrillation shocks." <2500 ohms ventricular lead impedance, no sensing and 3.0v capture thresholds were seen. The lead easily pulled out of the connector. After repositioning and obtaining acceptable numbers, the leads were sutured in place and reconnected to the generator. Interrogation revealed >2500 ohms impedance and no r-wave sensing. Therefore, the device was replaced.